Event description:
During preventative maintenance service, the device was observed not to switch from ac to backup battery power as expected.

Manufacturer narrative:
One of the two power supplies that convert ac mains power to 24 volt power used by the console had failed.